Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The netherlands customer reported that the syringe was disconnected. The syringe was sent to the customer. The customer can replace the part himself. The customer noticed a few controls with weak stainings and then had a look at the syringe. Upon priming it jumped off. The real patient samples were ok. The instrument is fully operational and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.